Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump powered on with backlight but displayed no readings, consistent with a screen/display failure, and a replacement device and clip case were shipped with instructions for return. Symptoms included hyperglycemia, with a reported highest blood glucose of 260 mg/dl and no reported ketone testing, medical intervention, or acute health effects. Outcomes included initiation of backup therapy and device replacement logistics. Investigation included customer support troubleshooting and arrangements for device return and data synchronization to the mobile app prior to shutdown, acknowledging that data do not transfer to the replacement and a full startup would be required and inspection of the returned device. Investigation of this device revealed a display malfunction rendering the screen unresponsive, consistent with a hardware display component issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.